Manufacturer narrative:
(B)(4). Cerebrovascular accident. No known device problem. The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, this 23 mm sjm trifecta valve was successfully implanted. The patient experienced weakness in the right arm two days following surgery and was diagnosed as a neurologic embolism (stroke). This was treated with physiotherapy and heparin. A MRI revealed ischemic lesions. The patient continues to do physical therapy and has ongoing weakness in the right arm. The patient was discharged home on (B)(6) 2011. No additional information is anticipated.